Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that the user noticed blood droplets on top of the pump during an infusion. On closer inspection they noticed a leak at the drip chamber joint, which separated from the tubing when they handled it. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of separation was confirmed. Visual inspection of the sample confirmed the customer's report as one tube had separated from the top of the drip chamber. A closer inspection of the separated tubing noted only minimal residual solvent on the engagement area. The root cause of the separation is a lack of solvent applied during manufacturing of the set.

Event description:
The report suggests that the user noticed blood droplets on top of the pump during an infusion. On closer inspection they noticed a leak at the drip chamber joint, which separated from the tubing when they handled it. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.